Manufacturer narrative:
The field service engineer performed preventive maintenance on the analyzer and the issue was resolved after these actions. Performance testing was run on the analyzer, but was outside of specifications. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys estradiol iii assay on a cobas e 411 immunoassay analyzer. The initial values were reported outside of the laboratory to the clinician who then questioned the results as they did not fit the clinical picture of the patients. The samples were then repeated. The first sample initially resulted with an estradiol value of < 18 pmol//l, which repeated as 433.5 pmol/l. The second sample initially resulted with an estradiol value of < 18 pmol//l, which repeated as 1413 pmol/l. The lot number and expiration date of the estradiol reagent were requested, but not provided.